Event description:
It was reported that during pre-testing it was observed that there was a "gas leak" at the pressure joint of the hand piece on the motor device. There were no delays in scheduled surgical procedures as an identical spare device was available. There were no reports of injuries or adverse events. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. Evidence indicates this is due to usage wear over time. If additional information should become available, a supplemental report will be sent accordingly. (B)(4).